Manufacturer narrative:
H6: clinical code 4581: upside down implantation. H6: investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. In a separate visit the lens was exchanged for a same model, size and power replacement lens. The replacement lens resolved the problem.